Manufacturer narrative:
On 30-nov-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage was observed. Leak testing was performed according to the mentor procedure, and the result revealed a tear, measuring approximately 0.1 cm within an area of shell abrasion on the anterior view. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-oct-2020, mentor received additional information regarding the date of explantation. The explantation date was rescheduled from (B)(6)2020 to (B)(6)2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.